Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had misdetected atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular fibrillation (vf) episode and inappropriately delivered multiple therapies. Follow-up was completed with the patient's clinic in which the allied health professional (ahp) verified that the patient's implantable cardioverter defibrillator (ICD) was reprogrammed. Ahp also stated that the patient also had medication issues that may have contributed to the inappropriate therapies. The device remains in use. No further patient complications have been reported as a result of this event.